Event description:
It was reported that an ilet pump would not power on for approximately one week, and when placed on the charging pad the pad¿s green indicator illuminated but the ilet did not turn on; a replacement ilet was provided and the original was later returned, indicating a charging or power-on malfunction associated with the charger/power subsystem. Symptoms included hyperglycemia with values over 400 mg/dl and no other acute symptoms. Outcomes included use of backup subcutaneous insulin injections and elevated glucose outside target range for about one week, without ketone testing or medical intervention. Investigation included the collection of event details, provision of replacement, and retrieval of the original unit for assessment. Investigation of this device revealed a device not charging or not powering on, consistent with a charging function failure or related component issue. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the charging/power interface.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.